Event description:
The user facility reported that during a therapeutic colonoscopy, while the users were attempting to disengage the loop from the device to excise a polyp in the descending colon, a portion of the polyp became lodged in the tube sheath of the device. The users stated they were unable to retract the tube sheath of the device from the patient and used an unspecified suture cutter to cut the loop. The users stated they then employed an olympus snare and electrosurgical unit and detached the loop and snared the polyp. They then deployed clips at the excised polp site to stop the bleeding following excision. The procedure was reportedly completed with no patient injury.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as the user facility discarded the device following the completion of the procedure. The cause of the reported phenomenon cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.